Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and revision hip arthroplasty and further reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the following: a left hip arthroplasty procedure occurred on (B)(6) 2005 and a right hip arthroplasty procedure took place on august 24, 2009. A left hip revision was performed on (B)(6) 2007 and a right hip revision was performed on (B)(6) 2011. Another revision procedure took place on (B)(6) 2012 on the right hip. The reason for the revision procedures was not reported. Additional information received in patient medical records indicates that the right hip revision procedure that took place on (B)(6) 2012 was due to acetabular cup loosening, osteolysis and pain. The operative notes confirm that the acetabular cup and modular head were removed and replaced. The left hip revision that took place on (B)(6) 2006 was due to dislocation. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed the previously reported right hip revision on (B)(6) 2011 was a left hip revision and was due to dislodgement of the acetabular component. The patient¿s operative report noted a loose acetabular component, two broken screws, and fibrous tissue. Additional information received in patient medical records revealed a stage 1 left hip revision on (B)(6) 2007 due to pain. The patient¿s operative report noted evidence of reactive synovium, no ingrowth behind the acetabular component, and periprosthetic infection. All components were removed and replaced with a competitor¿s prostalac components. Further information in patient medical records revealed a stage 2 left hip revision on (B)(6) 2007 due to the treatment of the infection with re-implantation of biomet components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2012-02062, 02278 / 02279, 2013-02227 and 2014-08958).